Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was admitted to the hospital on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. Blood glucose level was 900 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was treated with insulin drip. Customer declined to troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report. The correct date of event was (B)(6) 2020.